Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a random call service alarm occurred during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/13/2014 with the following findings: cs-064 call service alarms, which can be indicative of the event type reported, were observed in the history and black box data. The pump was exercised for 24 hours, during which no cs-064 call service alarms were observed: the reported event was not duplicated. The relation of the following findings to the reported event could not be determined, as the reported event would have to be duplicated to determine such: the audio bolus button (abb) cover was found to be torn, and the abb was not functional. The pump failed a leak test due to the abb damage. The abb cover was removed, and corrosion was found on the abb key contacts. The pump case was removed, and corrosion was found on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.